Event description:
It was reported by the customer that a pyxis medstation es system had a application failure which was not launching. The customer reported they were able to get medication from another station, and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined to upload the package. A technical service engineer troubleshooted and found that the application got crashed. So, they uploaded the packages, verified and got the apps back to normal. The system functioned as intended.